Event description:
A surgeon reported having a pt with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. The pt reports seeing double ghost images. A bilateral yag laser procedure was performed. Outcome is unk. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 5/15/2008 and 5/19/2008 by phone, fax and mail. A completed questionnaire was received. This report was mailed to FDA on: 6/12/2008.